Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the probe broken off at the distal tip; the broken piece of the probe was returned with the device. The broken portion measured 16mm in length. A functional test could not be performed during the evaluation due to the condition of the probe tip. No issues were experienced when inserting the section of the probe that was not broken into the handle. The handle section; which includes the grip and control handles, in addition to the rotatable knob do not show any signs of damage. Additionally, the rotatable handle movement turns freely without any restriction. The grasping section (without probe) responds when using the control handle during manipulation. The grasping surface (white part) at the distal tip of the handle is still intact, with no damage (cracks, chips, charred marks) or debris present. The evaluation did find a small hole on the insertion section of the handle. Based on the evaluation, the probe tip breaking off can most likely occur if the probe comes into contact with any hard object or surfaces. The IFU (instructions for use) states the following, ¿do not contact the probe with any hard objects (e.g. Metal clips or other instruments). Do not grasp the probe when ultrasonic output is activated. Avoid accidental contact with the probe. Ultrasonic vibration can result in excessive wear and damage to, or detachment of the probe.

Event description:
Olympus was informed that during a hysterectomy procedure, the probe tip broke off and fell into the patient. The device fragment was retrieved. The doctor used the probe to dissect the patient¿s fibroid. The doctor expressed that the procedure lasted approximately 4 hours because it was a big fibroid and that the probe broke during the first or second hours. They replace it with a new probe and continued the procedure as usual. The operation was completed successfully and the patient recovered well.